Event description:
It was reported that an ilet device indicated charging but did not increase charge level until the user moved the charger to a different room, after which the device began charging and a replacement charger was ordered as a goodwill courtesy. Symptoms included no adverse health effects. Outcomes included no impact on health and no hospitalization. Investigation included user troubleshooting and education performed remotely. Investigation of this case revealed that the issue was consistent with an external charging anomaly likely related to the charger or power source, with device function restored after changing the power environment. It was concluded, based on previously established findings for similar reports, that the cause was attributable to an external power supply or charger issue rather than a device malfunction.

Manufacturer narrative:
Initial.